Event description:
Reportedly, after doctor fired ppceea*34 normal, doctor found the tissue didn't transected, but a perfect staple-line was placed. Then doctor did his best to pull the instrument outside and used electric knife to cut the tissue. Doctor worried that there might be some complication. Procedure: colectomy. Sex: unk.